Event description:
On (B)(6) 2019, a 19mm trifecta valve was implanted in the patient, but was found occluding the single left sided coronary artery. It was observed that the aorta was calcified, and that the sinus potion of the aorta was narrower than average. When trying to implant the valve, the non coronary sinus tore and the tear extended to mid-sinus level. The valve was removed and replaced with a 17mm regent valve (sn (B)(4)).

Manufacturer narrative:
An event of the valve occluding the coronary artery and patient's noncoronary sinus tearing was reported. The investigation confirmed the device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined however, a smaller valve was successfully implanted, which could be indicative of oversizing of the original valve.

Manufacturer narrative:
Additional information for g4, g7, h2, h6, and h10. An event of a leaflet tear occurring while attempting to implant the valve in a patient with a narrow aorta due to calcification was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information for d10, g4, g7, h2, h3, h6, and h10. An event of a leaflet tear occurring while attempting to implant the valve in a patient with a narrow aorta due to calcification was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.